Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implanted device experienced difficulty charging the device. The patient was unable to connect to the implant for charging and had persistent trouble connecting to the recharger since the initial implantation. The recharge quality was poor, and the controller beeped during recharge attempts. The patient had not charged the implant for about a week and expressed frustration, leading to reluctance to charge the implant. The patient reported seeing a "no device found" message when attempting to recharge and inconsistent recharge levels of 49-50-53, 91-92-92, and 47-55-69. Troubleshooting steps included removing the battery pack, resetting the controller, connecting the recharging antenna, and entering passive recharge mode. The patient repositioned the antenna and adjusted their posture to improve recharge levels, but the issue remained unresolved. The patient was redirected to their healthcare provider for further assistance and to have the implant location examined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.